Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The cause of death is unknown and will not be known. Without a lot number or device serial number, the manufacturing date cannot be determined for models: 5076 and 5592.

Event description:
It was reported that the patient, a participant in "panorama os," is deceased. Further information received indicates the patient died approximately two and one half months post implant of a dual chamber implantable pulse generator (ipg) system.